Event description:
New information states that the patient was stable post procedure with no additional complications.

Event description:
It was reported that the patient presented in the emergency room due to multiple inappropriate shocks for oversensing on the ventricular channel. The physician disabled the high voltage therapy on the device. The patient's device and leads were implanted recently in (B)(6) 2017. There was also oversensing on the discrimination channel, so that even though securesense was turned on, it did not prevent the inappropriate therapies from occurring. A chest x-ray revealed that the lead was dislodged. The physician capped and replaced the lead successful on (B)(6) 2017.